Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information on how to reset the pump and assisted the caller with the reset. After resetting, the malfunction code did not recur, allowing the customer to continue using the pump. Caller was advised to call back if the malfunction code reappears.